Event description:
Boston scientific crm received information that this right ventricular (rv) lead was explanted. In (B)(6) 2009, the lead had high thresholds and the physician suspected a lead perforation. Additional information from the field representative indicated that at the time, the physician elected to watch the lead. The physician did not want to go in due to the risk of infection. While reviewing the interrogation from (B)(6), the fr also noted noise on the rate/sense channel. The noise had been oversensed which lead to greater than two seconds of asystole. Most recently, during a latitude check, it was noted that the patient had an episode of noise which led to an inappropriate shock. Loss of capture was also noted. No adverse patient effects were reported. The lead has been returned for analysis.

Manufacturer narrative:
Upon receipt at boston scientific crm's post market quality assurance laboratory, the complete lead was thoroughly inspected and analyzed. Visual inspection revealed set screw marks on all terminal pins. The helix was retracted and dried body fluid was noted in the helix housing. The proximal end of the distal spring electrode was partially separated from the lead body insulation. Tissue was noted around the proximal end of the distal spring electrode which likely contributed to the observed separation. Additional testing concluded that the lead was electrically continuous. The clinical allegations were not able to be confirmed through analysis.